Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As receive, the monitor failed incoming testing. Upon evaluation, the r46 resistor was open. The cause of the inability to complete testing is the open resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.